Event description:
This report regarding the duotome 550 delivery device was provided by the device distributor. Fiber broke near the positioning knob while in use. The physician's hand was burned (small burn in the palm of the hand). The physician did not require any medical treatment. There was no harm to the pt.

Manufacturer narrative:
Per the device distributor, the fiber was expected to be returned for analysis. At the time of this report, device evaluation results were not available, and no further conclusion can be dawn regarding root cause. Lumenis regulatory will file a follow-up medwatch report upon obtaining device evaluation results.